Event description:
Pt was revised to address aseptic loosening of the femoral.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional info be received, the investigation will be reopened.